Manufacturer narrative:
Exact date unknown, event occurred for the past few months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would not charge and was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.